Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found that the lead was returned in two portions. On the connector portion, insulation degradation was noted at the connector end of the lead.